Manufacturer narrative:
The reported "power source 1 disconnect alarm' was confirmed at the bench testing for both returned controllers. Two cac adapters were not returned for evaluation. However, review of the manufacturing documentation confirmed that the associated cac adapters met all requirements for release. Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controllers in relation to the reported event. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing as a result of the controllers not recognizing the power source (ps) connected on port one (1); the "power disconnect reconnect power 1" alarm was present on the display. Supplemental testing found a diode (diode 13) on the powerline of ps port one (1) to be shorted; after the component was replaced, ps port one (1) worked as intended. This diode is a transient voltage suppression diode responsible for protecting the circuit from voltage spikes. The most likely root cause may be attributed to a shorted transient voltage suppression diode found during testing. This is four of four reports (3007042319-2016-00492 and 3007042319-2016-00493, 3007042319-2016-00494 and 3007042319- 2016-00495) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2016-00492 and 3007042319-2016-00493, 3007042319-2016-00494 and 3007042319-2016-00495) submitted for devices related to the same event.

Event description:
It was reported by the site that "a power source 1 disconnect alarm" occurred. There was no obvious pin damage noted but multiple batteries and ac adapters were attempted to power. When the ac adapter was connected, the green light was blinking when connected to the controller (B)(4) and it was replaced with (B)(4). It was further reported that after the controller was replaced, the patient had another "power source 1 disconnect alarm" that would not allow another power source to be connected. It was noted that it appeared the patient was connected to the same ac adapter on which the event previously occurred. They reported that it was the ac adapter ((B)(4)) that seems to be the problem. Log files were sent on (B)(4) 2015 and no abnormalities were seen with power sources on the log files. Investigation is on-going and no additional information was available.